Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
As part of the (B)(4) study ((B)(4)), an explant form indicating the following event was received. On (B)(6) 2009, patient (B)(6) underwent an explant procedure for the following: structural deterioration; along with calcification, insufficiency and stenosis or obstruction of valve. The nature of the event is "one leaflet of the homograft demonstrated immobility secondary to calcification. The other 2 leaflets were sclerotic and somewhat restricted. The valve was remarkably non-functional for as well as patient was doing clinically." The allograft was explanted due to the failure of the cryolife allograft. A review of the processing records indicates the allograft met all specifications prior to release. A review of relevant clinical literature indicates that an explant at approximately 8.5 years due to unacceptable hemodynamics is not unexpected. A medical review of the available information also indicates that this is not an unexpected outcome. The precise cause of the event cannot be determined, however; immunologic, metabolic, and matrix degeneration factors are likely contributory factors.

Event description:
As part of the cryovalve sg aortic human heart valve retrospective/prospective, multi-center, (B)(4) study, an explant form indicating the following event was received. On (B)(6) 2009, the patient underwent an explant procedure for the following: structural deterioration; along with calcification, insufficiency and stenosis or obstruction of valve. The nature of the event is "one leaflet of the homograft demonstrated immobility secondary to calcification. The other two leaflets were sclerotic and somewhat restricted. The valve was remarkably non-functional for as well as pt was doing clinically." The allograft was explanted.